Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not responding to touch. The device was reported to be in use at the time of the reported problem. There was no patient or user harm reported. The customer informed the remote service engineer (rse) that the issue occurred during the setup of the ventilator. The rse instructed the customer on how to perform touchscreen calibration. The touchscreen passed calibration, and the customer was able to complete parameter changes. The rse advised the customer to return the device to respiratory for further testing, and if resolution is confirmed, it can be returned to use. This investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain further information regarding the reported issue, including the confirmation of the resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.